Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a mycotic aneurysm. It was reported 1 week post the index procedure follow up CT showed a type iiib hole in vamf3434c150te about 10-20mm superior to where it overlaps with the vamc. Further intervention is planned. Per the physician the cause of the endoleak is undetermined. The event was reported as not resolved, the stent grafts remained implanted, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.